Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with a blood glucose (bg) of 58 mg/dl approximately two hours after breakfast. The user had previously received corrective insulin for a pre-meal high and then initiated a meal announcement, leading to overlapping dosing. The user paused the pump and began treating the low with fig newtons and crackers. The agent reviewed proper low bg management protocol, emphasized not pausing insulin delivery prematurely, and recommended faster-acting carbohydrates for future corrections (juice or glucose tablets). The user's bg was increasing at the time of the call. No symptoms, external assistance, or medical intervention occurred.